Manufacturer narrative:
(B)(4). Implanted and explanted dates were left blank as it is unknown when the lens was implanted. Report did not indicate the lens was explanted. As the serial number as never provided and product investigation could not be performed including manufacturing record review. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
We received a report that a physician indicated that an intraocular lens, identified as only sensar 1 (one) was taking a long time to unfold. Further identification of the intraocular lens was not provided by the physician nor did he respond to attempts to gather the information. The manufacturer cannot rule out the complaint device is a one-piece acrylic intraocular lens.